Event description:
It was initially reported to boston scientific corporation, that a wallstent rx biliary endoprosthesis was used during a biliary stenting procedure on (B)(6) 2009. According to the complainant, the stent did not deploy. The procedure was completed with another wallstent rx biliary endoprosthesis. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine. This event has been deemed a reportable event based on the investigation results; sheath damaged.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted and the distal handle was fully retracted. A break was noted in the outer sheath at the proximal end of the guidewire access sleeve. The inner lumen was kinked where it was not covered by the outer sheath, and the deployment handle was bent. It was possible to fully retract the distal end of the outer sheath by hand and deploy the stent without issue. On closer examination of the location of the outer sheath break, there was evidence that the outer sheath had been bonded. Following a device analysis, the condition of the returned unit was consistent with the complaint incident that the stent would not deploy. Based on the results of the eval and the details of the complaint, the most probable root cause is operational context, due to anatomical/procedural factors encountered during the procedure where the performance was limited. A labeling review identified that the device was used per the rx biliary directions for use (dfu). A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this match. At the time of this investigation, there have been no other complaints reported relating to this batch. (B)(4).